Event description:
The customer stated she was hospitalized for high blood glucose levels. The customer stated she changed the infusion set the day before being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.